Manufacturer narrative:
(B)(4). Medwatch#: mw5061637. (B)(4).

Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon applied a staple line across the mesoappendix, which was bleeding after firing of endostapler. Surgeon had to use a 5mm clip applier to stop bleeding vessel. No other known adverse events were reported.